Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: h6 missing hypervolemia patient harm code in initial report.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the reported drain complications during pd therapy with the liberty select cycler and the patient¿s hospitalization for suspected fluid volume overload with symptoms of dyspnea and syncope. Drain complications during pd treatments can contribute to fluid volume overload in patients with kidney failure. However, the admitting diagnosis of fluid volume overload could not be confirmed. At this time, it cannot be determined what exactly caused the patient¿s drain complications on the cycler. The cycler was not replaced and therefore has not been returned to manufacturer. However, it is not uncommon for patients with end stage renal disease (esrd) on dialysis to experience fluid volume overload which can be caused by many potential etiologies and the disease process of kidney failure. The patient¿s nurse stated the event was not related to the cycler. The nurse reported this elderly patient was not responding overall to pd therapy which is also a significant contributory finding in this event. Reportedly, the patient was switched to hemodialysis in the hospital and is expected to receive palliative care due to overall patient response to therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital because of having fainted/passed out and having syncope, shortness of breath along with "many other complications." Additional follow-up was conducted with the pd nurse who reported the patient is suspected to be hospitalized for fluid volume overload. Details surrounding the patient¿s hospitalization, including confirmation of admitting diagnosis, was not provided as the nurse indicated the hospital records were not available. Reportedly, the patient was receiving back up hemodialysis while hospitalization. Patient disposition is unknown. The cause of the event is unknown, per the nurse. However, the pd nurse stated the patient was completing all pd treatments prior to hospitalization without any reported issues. Additionally, the pd nurse stated the event was not related to any issues with the cycler. The nurse indicated the patient will likely remain on hemodialysis and move to palliative care as the patient was not responding overall to pd therapy.